Manufacturer narrative:
At this time no conclusions can be made as to the cause of the patient's post-op complications following implant of the bard composix kugel hernia patch. The bowel perforation was alleged to have occurred during the 2017 revision procedure. There was no information provided that identifies the cause of the perforation. Should additional information be obtained, a supplemental emdr will be submitted. Not returned.

Event description:
As reported, the patient was implanted ((B)(6) 2012) with a bard composix kugel hernia patch for the repair of an umbilical hernia. The patient experienced extrusion of fluid from the umbilicus. In (B)(6) 2017 the patient is reported to have a revision procedure at which time it appears that the composix kugel hernia patch was explanted. A non bard/davol implant was used to treat the patient. It was reported that during the case a bowel perforation presented. The patient experienced complications and spent 11 days in ICU and 3 months in the hospital. As reported the patient may undergo an additional procedure.